Manufacturer narrative:
(B)(4). Preferred term: unknown. Limited information is available and it is unknown if the product malfunction occurred during a procedure.

Event description:
Limited information - a depth gauge with a broken tip was found while conducting stock inventory.